Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger and bottom cases were cracked. Error history log review found a check clutch error. The root cause of the reported issue was found to be the clutch was released during an infusion causing the check clutch error. Actions were taken to mitigate the reported issue: performed preventative maintenance on the pump.

Event description:
It was reported that the pump had a check clutch/plunger lever problem alarm. No patient injury was reported.